Manufacturer narrative:
Investigation/conclusion: the meter associated with the complaint was returned for investigation. The customer's complaint was not confirmed during in-house testing. Retain strips tested on the returned meter met accuracy criteria. When reviewing the entire in-house testing history for lot 358566, the lot was found to be performing within expectations. A review of the manufacturing records for lot 358566 did not uncover any non-conformances. The lot meets release specification. The returned meter passed functional and thermistor testing requirements during in-house investigation. The impedance curve associated with the customer's result was unable to be analyzed because the curve was not downloaded before donor testing began. Although an improper technique was identified in the complaint, root cause is unable to be determined from the information provided. Further investigation was performed under CAPA-14-005.

Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr result and the laboratory inr result. On (B)(6) 2015, the patient was tested on the inratio device and received an inr of 1.8 in the dental office. Reportedly, multiple drops of blood was applied to the inratio test strip which is considered to be an improper technique. The dentist wanted the patient's inr to be less than 2.0 to perform the dental extractions. Approximately six (6) hours after the procedure, the patient presented to the emergency room for bleeding. The laboratory inr was above 6, but the customer was unsure of the exact result or if any treatment was provided. Though requested, there was no additional information provided.